Event description:
Pt was revised to address poly wear of insert, osteolysis on distal femur at posterior condyles. The liner had disassociated from the tibial tray, and metalosis was found in the joint from metal femur wear on tibial tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.